Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bringing the patient into clinic for device interrogation. No further anomalies were detected.

Manufacturer narrative:
Correction: h2- "device evaluation" should not have been selected. "Additional information" should have been selected. Correction: h3, "yes" should not have been selected.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. The patient was brought into clinic and the issue was resolved. There were no patient consequences.